Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Customer stated that the spring within the lancet device was broken. Customer refused to troubleshoot the device. Requested return of suspect device; however, customer refused to return the device. The suspect device was eventually returned. Replacement was sent.